Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:15 was confirmed, but not duplicated by baxter service personnel. The root cause of this condition was determined to be a defective pump module unit. The pump module unit was replaced to correct this condition. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed the device has not been previously serviced. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:15. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement; therefore, no patient injury or medical intervention is reported. This involved an unremediated infusion pump with user interface module master software version 7.01.00. No additional information is available.